Event description:
Follow-up information received from the healthcare provider (hcp) reported that the cause of the event was not determined and no reprogramming was not needed. The patient felt a shock when synching the icon with the implant. The impedances were normal and the device worked well, other than the shock when adjusting programs and amplitude. The patient had not recovered and it was an ongoing issue.

Event description:
It was reported that the patient checked her device two days prior to the report to make sure it was on and it gave her a jolt or heavy pulse like she had turned stimulation up. She felt the shock in her vaginal area. The sensation was like she turned it up really high, not like a shocking sensation. This didn¿t happen all the time and she wasn¿t having pain, but if it always did, it would be painful. The day of the report she checked the device again and it did the same thing when she first turned the remote on. When she turned it off and then tried again, it didn¿t give her the jolt or heavy pulse. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0fvp5, implanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).